Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the right femoral artery. The 60% stenosed, concentric and de novo target lesion was located in the non-tortuous and non-calcified left anterior descending artery. Following pre-dilatation, a 38 x 3.50 promus elite drug-eluting stent was implanted to treat the lesion. However, the proximal end of the stent showed fracture which was implanted at ostial left main and could not be snared successfully. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.